Event description:
A family member reported that the ok keypad button was not responding as expected. She stated that on several occasions the pump cancelled boluses without user intervention. She confirmed that the other keypad buttons were functioning appropriately. The family member denied exposing the pump to water and cleaning products.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, evaluation will be completed and a supplemental report will be filed. No conclusions can be made at this time.